Event description:
Procedure: anterior resection. According to the reporter: during the case partial cutting occurred. Additional resection and an artificial anus was built. Also, a covering stoma was made. There was bleeding under 200cc.

Manufacturer narrative:
(B)(4).